Event description:
It was reported that the right ventricular (rv) lead had a conductor fracture and an insulation breach. The rv lead exhibited high thresholds and a loss of capture. There was an abrupt change in the rv lead pacing impedance that put it out of a normal range. The rv lead was capped and replaced. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.